Event description:
On (B)(6) 2022, the patient was treated with the rhinaer stylus. Patient does not have a history of nose bleeds but bled during the anesthesia injection. Patient was treated in 3 locations in the basal lamella area and 3 locations along the inferior turbinate on both sides. Two weeks post-treatment on 7/24/2022, the patient was admitted to the ER with epistaxis of both nostrils. Patient required bilateral embolization to stop bleeding and received a blood transfusion (3 units). Bleeding occurred in the basal lamella area. Patient was admitted to the hospital and released home on (B)(6) 2022.

Manufacturer narrative:
Bleeding is a known potential adverse event and documented in the device labeling.

Event description:
The patient was treated with the rhinaer stylus. Two weeks post-treatment with rhinaer stylus, the patient was admitted to the ER with epistaxis of both nostrils. Patient required bilateral embolization to stop bleeding and received a blood transfusion.patient was released home after treatment. New information recieved 03 oct 2023: a 37-year-old woman with longstanding history of cr and nasal bone fracture s/p multiple functional endoscopic sinus surgeries and septoplasty x3 presented to the ed with severe bilateral epistaxis 12 days after temperature-controlled radiofrequency neurolysis of the pnn (rhinaer) by initial reporting ent physician. She reported onset of epistaxis after bending down to lift her child. Bilateral anterior and posterior nasal packing stopped the active bleeding, and the patient was admitted to the ICU. She had three episodes of recurrent epistaxis despite nasal packing. Her hemoglobin dropped from 11 .6 g/dl at admission to 7.3 g/dl. The patient was transfused with two units of prbcs and emergently taken to the or for coil embolization of bilateral sphenopalatine (spa) and internal maxillary (ima) arteries. On pod #1 , she received an additional unit of prbc for symptomatic anemia. She was discharged home with nasal saline spray. The patient had no epistaxis, nasal crusting, or nasal dryness at 4 month follow up at our institution, however reported intermittent mild epistaxis and dry nasal crusting at 8 month follow up at an outside hospital.

Manufacturer narrative:
Bleeding is a known potential adverse event and documented in the device labeling. The new information was received by the treating physician in the ed. Dr. (B)(6)